Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device. Device will be forwarded to engineering for further analysis as device had jaws that became misaligned and needle would disengage from device while toggling through testing media. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The device was being used to close the vaginal cuff. Using the running technique for suturing. The needle of the suture reload broke. The broken needle fragments fell into the patient's cavity and were recovered. In order to resolve the issue and complete the case, used a new strand of the suture reload. However, the needle on the second strand also broke. Some of the needle fragments were left in the patient. An additional suture was used without issue.